Event description:
The patient's left knee was being revised for loosening of the left tka. The surgeon commented that the poly came out easily. Postop diagnosis stated loose tka and removed osteophytes.

Manufacturer narrative:
An event regarding instability involving a duracon insert was reported. The event was not confirmed. Method and results: device evaluation and results: slight discoloration and scratching were noted on the returned insert. A dimensional inspection was performed and there was no evidence of a dimensional issue. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a dimensional inspection was performed and all features were found to be conforming. The exact cause of the event however could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available this investigation will be re-opened.

Event description:
Update per sales rep on 3.16.15: "the same size poly was implanted."

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.